Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "in an rsa procedure the glenosphere was loaded onto the impactor handle and threaded on. While surgeon was impacting the glenosphere did not seat all the way and the threads broke off of impactor and was stuck in the implant."

Manufacturer narrative:
Please note correction to section d9/h3 as the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown

Event description:
As reported: "in an rsa procedure the glenosphere was loaded onto the impactor handle and threaded on. While surgeon was impacting the glenosphere did not seat all the way and the threads broke off of impactor and was stuck in the implant."